Manufacturer narrative:
Visual inspection was performed on the returned device. The reported needle to cuff miss was observed as a suture/ link separation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or needle/suture pulled beyond point of tautness during device deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported this was an arteriotomy closure of a right common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional procedure. Reportedly, with two prostyle devices, after completing step 4 and removing the device, the suture came out along with the device the suture of two new prostyle devices were successfully pre-placed. The sheath was upsized to 16f, and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle devices. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.